Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that a patient with a 29mm 6900 mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an implant duration of 19 years and four (4) months due to unknown reasons. The ttvr was performed with 23mm 9750tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7.

Event description:
Through medical records, it was learned that a patient with a 29mm 6900 mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an approximately implant duration of nine years and four (4) months due to unknown reasons. The ttvr was performed with a non-edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, b5, and h6 (component codes, health effect - clinical code, device code(s), and type of investigation).

Event description:
Through medical records, it was learned that a patient with a 29mm 6900 mitral valve, implanted in the tricuspid position, underwent a valve-in-valve after an approximately implant duration of nine years and four (4) months due to calcified thickened leaflets, leaflets motion restricted, tricuspid stenosis and regurgitation. The ttvr was performed with a non-edwards device. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
H10 - additional manufacturer narrative: updated section h6 coding for type of investigation, investigation findings and investigation conclusions it was reported that the subject device was implanted in the tricuspid position. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction.